Manufacturer narrative:
The correct type of reportable event is malfunction.

Event description:
A customer in the united states notified biomérieux of discrepant results associated with the vitek® ms instrument. The customer reported that all micrococcus colonies are identified as m. Luteus and the previous version (vitek® ms version 2) reported results as a slashline and the customer identified based on colony color. The customer reported that they have not had any m. Lylae identified by vitek® ms since the update. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux that the vitek® ms v3 reports all micrococcus colonies as m. Luteus and the vitek® ms v2 reported results as a slashline. They have not had any m. Lylae identified by vitek® ms since the update. The customer submitted the strains for evaluation. An investigation was performed. Data analyzed: samples mzml (6 mzml from 15aug & 2 mzml from 19aug), ecal mzml files (40 mzml from 12aug to 19aug), fine tuning analyzer report from last fine tuning performed on 04aug2017. The identification of the customer strains was confirmed as m. Luteus. Quality control testing included: vitek ms v3 kb v3.0: 3 spots per strain, reprocessing of the samples mzml files with the vitek ms kb v3.1. The results obtained by the customer were reproduced internally: on vitek ms kb v3.0: all spots gave single choice to micrococcus luteus. On vitek ms kb v3.1 (samples mzml files reprocessed): all spots gave single choice to micrococcus luteus. Regarding the analysis of the customer data the most probable identification is micrococcus luteus. The difference of results obtained by the customer between kb v2 and kb v3 regarding micrococcus is due to some improvements made on vitek ms v3. The vitek ms kb v3.0 clinical and v3.1 industry have been improved. It allows the system to identify microccocus luteus and micrococcus lylae as a single choice. With vitek ms kb v2.0 clinical, identifications were only reported as a slash line (m. Luteus/lylae ). The investigation concluded there was no issue with vitek ms kb v3.1 and it performed as intended.